Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away from ventricular tachycardia (vt) and right ventricular (rv) failure. It was unknown whether the outcome was device or therapy related.

Event description:
The patient had been experiencing arrhythmia prior to left ventricular assist device (lvad) implant. The patient had an implantable cardiac defibrillator (ICD) which was also placed prior to lvad therapy. The patient was treated with amiodarone, quinidine, mexiletine, and cardioversions however the ventricular tachycardia was unable to be resolved and the patient was placed in hospice care on (B)(6) 2022. The patient's death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient had been under hospice care. The device reportedly operated as intended and the patient's outcome was not considered to be device-related. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6," patient care and management," also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.